Event description:
The sound of the emg tone faded out. Additional information received (B)(6) 2013, indicated that this was an in-house unit and there was no patient involvement. The emg was unable to be heard.

Event description:
The sound of the emg tone faded out.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product has not yet been returned h6 codes: the device was not yet returned and therefore no evaluation could be performed at this time.

Manufacturer narrative:
Date of event: (B)(6) 2012. The sound of the emg tone faded out. Additional information receive (B)(4) 2013, indicated that this was an in-house unit and there was no patient involvement. The emg was unable to be heard. (B)(4). Device returned (B)(4) 2012. The complaint device was returned for evaluation. Evaluation could not confirm the reported issue. The cpu battery was out of specification and was replaced, however this was not related to the reported event. The most likely cause of the event is considered to be a usability issue related to the system's audio.